Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system test drive, however he could not replicate the reported issues regarding universal surgical manipulator (usm) functionality. The system was verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and support details. The fse confirmed the system was working properly during the visit and the system logs did not show any related error, therefore it was unable to confirm the reported failure.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report universal surgical manipulator (usm) 3 was floating. The tse viewed the logs, and no associated errors were observed. The procedure was completed with no reported injury.